Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2016. The customer's blood glucose was 590 mg/dl at the time of admission. The mother stated the customer had blurred vision and dizziness from their blood glucose. Customer also reported experiencing vomiting and nausea from their blood glucose. It was reported the customer was wearing the insulin pump at the time of admission. The mother stated they were unable to lower the customer's blood glucose, leading to the hospitalization. Troubleshooting was not completed as the mother declined to perform the high pressure test. The mother was advised the insulin pump was working as designed at the end of troubleshooting. The customer's current blood glucose was 176 mg/dl. The customer declined to return the insulin pump for analysis.